Manufacturer narrative:
. Additional contact details: person name: (B)(6).

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a broken tie wrap. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.